Event description:
It was reported that during a generator change for this patient, an insulation break for this right ventricular (rv) lead was noticed. This lead was surgically abandoned, and a new lead was implanted instead. No additional adverse patient effects were reported.